Event description:
A caregiver reported that their family member's fasttake meter "was giving different results to hosp bayer esprit meter". Pt has had insulin dependent diabetes mellitus for 8 years and is reportedly responsible for monitoring blood glucose. Pt has been using ft meter since 9/00. During a regular 3 month check, pt's hba1c was 13.1. On 2/01, pt was admitted to the hosp to be placed under observation. Pt was discharged two days later. Blood glucose was checked before each meal and at midnight with ft and hosp meter. Results varied at all time points, but in no fixed pattern. Caregiver reported that venous blood has been used 2 days with both meters. Only capillary blood should be used with ft meters. Bayer esprit test sensors insert states that the use of venous blood will usually read 7-10% higher than capillary blood. Hba1c level generally reflects the state of blood glucose over the preceding 8-12 weeks and is not indicative of current blood glucose level. Pt did not experience any adverse events. No medical treatment was given or needed.